Event description:
During "acl" reconstruction in 2000, it was reported that inner screw component fractured upon attempted insertion. Subsequently another device was opened and a second inner screw component also fractured during attempted insertion.